Event description:
The customer reported via phone call that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 92 mg/dl. The customer change set and reservoir. The customer stated that insulin did exit. The customer was advised to rewind insulin pump, reinsert reservoir into the device and run manual prime to at least 5.0 units. Customer stated that the device did not alarm no delivery. The customer was advised that the device is working as designed. The customer was advised that we would replaced infusion set that she could not use. The customer declined to troubleshoot for failed battery test and lost sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.